Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) confirmed the buildup on top of the hgb chamber. The hgb chamber was replaced resolving the issue. (B)(4).

Event description:
The customer reported a buildup of clenz solution on top of the hemoglobin (hgb) chamber of a unicel dxh 800 coulter cellular analysis system. The buildup was approximately 5 ml of dried clenz solution. The instrument operator was wearing a lab coat and gloves and there was no biohazard exposure to the solution. There were no erroneous results generated in connection with this event.